Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation at this time. However, after the unit test, logfile shows inspiration port is open - the "flow insp" is 0.00 l/min but blower pressure is very low 7.34mbar only; with insp port blocked -- the "flow insp" is 0.00 l/min but blower pressure and press pat insp are approx. 6mbar only; and insp valve tightness test has failed. As the unit start up, alarm 240 "temperature of blower too high was triggered after 10 mins at (B)(6) 2021. Advised customer to cross checked this unit with another good known blower, perform blower test and share the logs with screen shot of blower test as per instructions. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista1000 alarmed 401 - inspiration valve or device leaky. Furthermore, there was no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user fault - lack of maintenance / filter exchange. Vyaire medical technical support advised customer to cross checked the unit with another good known blower. Perform unit blower test and requested logs.